Event description:
The customer has reported that the holster was making a strong and unusual vibration on the blue cable during the 'sample mode' setting prior to a breast biopsy procedure. There have been no patient consequences reported.

Manufacturer narrative:
Date sent: 09/18/2008. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable, coil pin and port shaft. Parts replaced that were unrelated to the customer complaint were the safety latch and the electrical cable. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.